Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
On 2015 (B)(6), information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving intrathecal lioresal (concentration and dose unknown) via an implantable infusion pump for an unknown indication. On 2015 (B)(6), the patient experienced overdose of drug post-operation and presented to the intensive care unit (ICU). The patient was believed to have gone into a coma-state at the time of the event. The suspected cause of the event was a possible error in programming that lead to the patient going to the ICU. A priming bolus was performed before pump implant. It was reported the priming bolus was correctly calculated according to normal procedures and the catheter used. The healthcare professional (hcp) spoke with a colleague who advised the hcp on a programming change. The changes led to the resolution of the issue and patient recovery. The issue was resolved on 2015 (B)(6). The patient status was reported as alive - no injury and they were reported to be receiving the therapy normally. Surgical intervention was indicated on the report source and details were provided earlier in the report.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-11-09, additional information was received from a manufacturer representative (rep). It was reported that the patient was confirmed to not have gone to the ICU. Additional follow-up was performed on (B)(6) 2015, it was determined that the cause was a mixture of the customer making a mistake in programming and also the dosage of the drug given led to the patient being admitted to the "itu" (intensive treatment unit or intensive therapy unit). The programming error was "in mg vs mcg" being used. The dosage the customer used was "100" from what the reporting rep could recall.